Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a total hip arthroplasty, the stem sat proud, the surgeon re-reamed the femur with the same result. The procedure was completed with a smaller stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance; dimensional analysis of the device found no discrepancies. Visual inspection found cosmetic scratches and indentations; however, they do not affect dimensional integrity. The complaint cannot be confirmed and a conclusive root cause of the event could not be determined with available information.

Manufacturer narrative:
(B)(4). DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.